Event description:
Customer reported the system is arcing and needs a new x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and re-greased the candlestick connectors. System is operating as intended.